Event description:
Report received per annual device tracking report. Followup with hcp of record indicates that the pt was admitted to another hosp in another city in 2000 with a diagnosis of pneumonia. Detailed symptoms and course of event are not available. Pt received IV antibiotics. It is unk if cultures were taken. Pt expired in 2000 and death certificate lists cause of death as meningitis and pneumonia.